Event description:
¿It was reported that the patient underwent an unspecified revision surgery and the tip of the inserter fractured when the surgeon tried to extract the implant. During the implant removal, duratomy occurred. The dura matter was sutured and an x-ray was taken. The x-rays revealed that the tip fragment remained in the patient. The surgeon removed the fragment successfully.¿ no patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation: visual examination confirms the superior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.